Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was repositioned, and the problem was resolved. Cause reported as unknown.

Manufacturer narrative:
Additional information: b5-a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an excessive vault. In a separate visit the lens was repositioned. In a third visit the lens was the lens was exchanged for a shorter length lens. The replacement lens resolved the problem. D6b- (B)(6) 2026. H6- implact code 4629. Claim# (B)(4)